Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the mega suturecut needle driver instrument's wire snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.